Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 20jun2019. The manufacturer¿s international customer specialist confirmed the reported issue. A credit was issued submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the nav-ring was faulty. There was no patient involvement. Event date not specified; estimate used.